Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as a mistake (unspecified) made by the patient. The patient was not hospitalized for the peritonitis event. The patient was treated with injection vancotech (intraperitoneal, 2 grams stat, frequency not reported, ad duration not reported but ongoing at the time of this report) and gentamicin (intraperitoneal, 20 mg daily for 14 days) for peritonitis. The action taken with dianeal therapy was not reported. On an unreported date, the patient recovered from the event and had clear fluids. It was not reported if the patient was retrained on aseptic technique. No additional information is available.